Event description:
It was reported that a capri small expandable corpectomy cage gear was 'broken and would not expand'. Another cage was used to complete the procedure. No adverse consequences, surgical delay or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It is possible that the distal teeth of the height expansion driver was not aligned properly with the lower and upper threaded rings of the subject cage, damaging the threads and preventing the cage from expanding as intended. However, as no devices were available for evaluation, we were unable to determine the root cause conclusively. H3 other text : device not returned to stryker.

Event description:
It was reported that a capri small expandable corpectomy cage gear was 'broken and would not expand'. Another cage was used to complete the procedure. No adverse consequences, surgical delay or medical intervention were reported.